Event description:
As reported by the (B)(4) study, following the carotid artery stenting (cas) a patient experienced sudden onset of intracerebral and subarachnoid hemorrhage that were diagnosed as stroke. The patient recovered completely and no treatment was provided for the event. The patient was discharged two days after the procedure. One week later the patient experienced second onset of stroke. The patient partially recovered from the event with minor residuals. The patient was discharged with no treatment at this time. Four days later the patient experienced gradual onset of aphasia, reflex change and right hemiparesis that were diagnosed as transient ischemic attack (tia). It was unknown whether the patient recovered from the event and no treatment was provided to treat the transient ischemic attack. The patient was discharged two days later after the event. The nih and rankin scores at baseline and at discharge were 0. The patient was asymptomatic at baseline. The procedure was performed on a 99% occluded lesion in the left ostium common carotid artery of 15 mm in length and 7.0 mm vessel diameter with no vessel tortuosity. The arch I lesion had no calcification. A 6 mm medium support angioguard rx embolic protection device was successfully deployed past the lesion, and pre-dilatation was performed. An 8x 30mm precise pro rx stent was successfully deployed at the target lesion. The angioguard rx was successfully retrieved with debris in it. There was no documented dissection or presence of air bubbles. The patient was neurologically intact upon leaving the angio suite and was discharged on the following day. Two days after procedure the patient experienced sudden onset of intracerebral and subarachnoid hemorrhage diagnosed as stroke. CT of the head was performed and was found to be left frontal convexity sub-arachnoid hemorrhage.

Manufacturer narrative:
Small focal area of hyperattenuation found in the sulci of the left frontoparietal region near the vertex. This most likely represents subarachnoid hemorrhage although residual focal contrast in the setting of recent carotid angiogram could also cause a similar appearance. The patient¿s symptoms were markedly improved and the physical exam was normal. No treatment was provided. The patient completely recovered from the event and was discharged on the same day of the event. Approximately one week later the patient experienced headache and was admitted to the stroke team. The patient experienced sudden onset of stroke with symptoms of headache. The patient was partially recovering from the event with minor residuals. Cta of the head was obtained at this time and revealed an unruptured basilar tip aneurysm. The patient was discharged on an unknown date without any treatment at this time. Two days later, the patient experienced gradual onset of aphasia, reflex change and right hemiparesis that were diagnosed as transient ischemic attack (tia). Neurosurgery was consulted for evaluation of the tip of basilar aneurysm. Neurosurgery felt that the unruptured tip of basilar aneurysm is unlikely the cause of sub-arachnoid hemorrhage given the location of the sub-arachnoid hemorrhage. The patient was evaluated for the possibility of vasospasm secondary to aneurysmal subarachnoid hemorrhage. But the cerebral angiogram revealed absence of vasospasm with pattern of subarachnoid hemorrhage that is not thought to represent aneurysm rupture. The duration of neurological deficit and recovery time or period was unknown. It was felt that her transient symptoms might present a focal seizure and she was started on keppra 500 mg bid for a month until she was seen in the clinic. The patient was seen for a cerebral angiogram one day after the tia and present with leg weakness. The patient was discharged home in a stable condition two days after admission for tia. Concomitant devices: angioguard rx, lot# : 70213454, catalog # : 601814rec, basket size : 6. Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. The product remains implanted and thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the sapphire ww study, following the carotid artery stenting (cas) on a (B)(6) female patient, the patient experienced sudden onset of intracerebral and subarachnoid hemorrhage that were diagnosed as stroke. The patient recovered completely and no treatment was provided for the event. The patient was discharged two days after the procedure. One week later the patient experienced second onset of stroke. The patient partially recovered from the event with minor residuals. The patient was discharged with no treatment at this time. Four days later the patient experienced gradual onset of aphasia, reflex change and right hemiparesis that were diagnosed as transient ischemic attack (tia). It was unknown whether the patient recovered from the event and no treatment was provided to treat the transient ischemic attack. The patient was discharged two days later after the event. The patient had a history of hyperlipidemia, CABG, history of smoking (>5 packs of cigarettes), coronary artery disease, peripheral vascular disease, myocardial infarction, coronary percutaneous revascularization, hypertension (systolic>140, or diastolic>90, or requiring medication).the nih and rankin scores at baseline and at discharge were 0. The patient was asymptomatic at baseline. The procedure was performed on a 99% occluded lesion in the left ostium common carotid artery of 15 mm in length and 7.0 mm vessel diameter with no vessel tortuosity. The arch I lesion had no calcification. A 6 mm medium support angioguard rx embolic protection device was successfully deployed past the lesion, and pre-dilatation was performed. An 8x 30mm precise pro rx stent was successfully deployed at the target lesion. The angioguard rx was successfully retrieved with debris in it. There was no documented dissection or presence of air bubbles. The patient was neurologically intact upon leaving the angio suite and was discharged on the following day. Two days after procedure the patient experienced sudden onset of intracerebral and subarachnoid hemorrhage diagnosed as stroke. CT of the head was performed and was found to be left frontal convesity sub-arachnoid hemorrhage. Small focal area of hyperattenuation found in the sulci of the left frontoparietal region near the vertex. This most likely represents subarachnoid hemorrhage although residual focal contrast in the setting of recent carotid angiogram could also cause a similar appearance. The patient¿s symptoms were markedly improved and the physical exam was normal. No treatment was provided. The patient completely recovered from the event and was discharged on the same day of the event. Approximately one week later the patient experienced headache and was admitted to the stroke team. The patient experienced sudden onset of stroke with symptoms of headache. The patient was partially recovering from the event with minor residuals. Cta of the head was obtained at this time and revealed an un-ruptured basilar tip aneurysm. The patient was discharged on an unknown date without any treatment at this time. Two days later, the patient experienced gradual onset of aphasia, reflex change and right hemiparesis that were diagnosed as transient ischemic attack (tia). Neurosurgery was consulted for evaluation of the tip of basilar aneurysm. Neurosurgery felt that the un-ruptured tip of basilar aneurysm is unlikely the cause of sub-arachnoid hemorrhage given the location of the sub-arachnoid hemorrhage. The patient was evaluated for the possibility of vasospasm secondary to aneurysmal subarachnoid hemorrhage. But the cerebral angiogram revealed absence of vasospasm with pattern of subarachnoid hemorrhage that is not thought to represent aneurysm rupture. The patient was neurologically deficit with transient right leg weakness. The duration of neurological deficit and recovery time or period was unknown. It was felt that her transient symptoms might present a focal seizure and she was started on keppra 500 mg bid for a month until she seen in the clinic. The patient was seen for a cerebral angiogram one day after the tia and present with leg weakness. The patient has symptoms of leg pain and tingling down left leg and both feet which occur with sitting, standing and while activity. The patient was discharged home in a stable condition two days after admission. Cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. Tia is another known potential adverse events associated with carotid stent implantation. The elevation of cardiac enzymes suggests a transient ischemia that was not indicative of myocardial infarction. These events are inherent risks associated with the procedure and are not related to the manufacturing process. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.